Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated the cgm was displaying 180 mg/dl and the meter was 36 mg/dl. She stated that she fell, lost consciousness and had a concussion from hitting her head on the bathtub and had a fractured wrist (no specific symptoms were provided prior to passing out). She went to her healthcare provider (date unknown) and had been examined (details not provided). There was no medication provided or prescribed to the patient for the event. She stated that she went to the doctor on (B)(6) 2019 for a follow up and they advised her not to stare at the computer for now and that her wrist is healing. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.